Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, photos and videos were provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a vena cava filter placement procedure via left femoral vein approach, the filter was allegedly found that support rod in the filter storage tube was fractured. The procedure was completed using another device. There was no patient contact.

Event description:
It was reported that prior to a vena cava filter placement procedure via left femoral vein approach, the filter was allegedly found that support rod in the filter storage tube was fractured. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was returned for evaluation. Two electronic photos were provided for evaluation. One denali femoral filter kit was received. On visual evaluation, filter storage tube was received with the filter and pusher wire within. The pusher catheter was received separated from the filter storage tube. On functional testing, an attempt was made by using the pusher catheter and pushing the filter to exit out the proximal end of the filter storage tube. Deployment was successful and it was noted the broken push wire rod exited as well. Dimensional evaluation was performed, and no further functional testing was performed. Two electronic photos were provided and reviewed. The first photo shows the product labeling with the information matching the reported details in track wise. The second photo shows the filter storage tube. Inside a filter and pusher catheter was visible. The pusher wire appeared to be detached from the pusher catheter. One electronic video was also provided and reviewed. The video shows that the hcp was displaying the filter storage tube, where the filter and pusher catheter were visible. The pusher wire had appeared to be detached from the pusher catheter. Therefore, based on the evaluation result, video and photo review, the investigation is confirmed for the reported detachment as the pusher wire had appeared to be detached from the pusher catheter. A definitive root cause for the detachment could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, h4, h6 (device, component, method, result, conclusion).